Event description:
During transfer of a resident into bed, a ball-joint to the legs of the lift broke, and made the left unstable and caused the lift to tip to the left side. Lift was moved into maintenance and removed from the floor to be evaluated what steps to be taken. Call to dealer and e-mail, dealer took step's to action plan.

Manufacturer narrative:
The reporting from facility are put into corrective and preventive action planning and together with manufacturer representative / dealer, the lift has been repaired / maintained and seen into the age of device the action plan will be validated. (9 year old device). Pictures from dealer are asked to be e-mailed to us for validation.